Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains within the patient and unavailable for evaluation. If any portion of the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. This complaint type, premature detachment is addressed within the device instructions for use.

Event description:
It was reported that after implanting the web, when trying to detach, it did not detach. They tried several times to detach, using different techniques but the web did not detach. After each try of detachment they took away the wdc, and placed it again, when confirming the detachment was not happening. The green light always appeared when trying to detach. We tried a second wdc and same problem. The detachment happens after trying more than 10 times to detach and manipulating a lot with via and sofia. Due to the manipulation the web moved and protruded to the vessel. A stent had to be placed in order to avoid the protrusion. The patient is doing well.